Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a low out of range shock impedance measurement for the right ventricular (rv) lead. Wen the patient was brought into the clinic, they were unable to reproduce any out of range impedance measurements. Induction testing was performed, which also yielded acceptable shock impedance measurements. Subsequently, the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned due to the low out of range shock impedance measurements during a device change out procedure. It was also noted that the patient reported hearing tones from the device. Boston scientific technical services (ts) was consulted and confirmed that the device does beep for low shock impedance measurements. No additional adverse patient effects were reported.